Event description:
The defibrillator was connected to a person diagnosed as pulseless and apneic. When turned on the device allegedly displayed a service indicator and failed to function. An ambulance crew arrived and took over treatment of the pt. Shocks and drug therapy was administered. The pt subsequently expired at the hosp. The reporter indicated the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.